Event description:
During evaluation of a returned, unused minicap transfer set, the inside diameter of the patient connector was found to be below nominal. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The integrity of the seal surface was tested with no leaks noted. The inside diameter of the patient connector was measured and found to be below nominal. Improvements were made to the mold and the molding department procedures to address this issue. A review of all batch record documents for lot number h13c20072 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.